Event description:
The pt was unable to recharge the implantable neurostimulator battery after multiple attempts at different times using different rechargers. The pt also experienced pain and discomfort at the implantable neurostimulator site due to its placement. It was superficial. The device was explanted due to non-normal depletion. There was no tp injury associated with the event. The pt recovered without sequela from surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.